Manufacturer narrative:
As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.

Event description:
It was reported that this electrode had dislodged and was exhibiting low morphology measurements. The cause of the dislodgement was thought to have been from the patient having twiddler's syndrome. Surgical intervention was performed and the electrode was explanted and replaced. No additional adverse patient effects were reported.